Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer also experienced low blood glucose levels. The customer's blood glucose was 22 mg/dl. The customer was treated with glucodin, which rose her blood glucose to 34 mg/dl. The customer subsequently was hospitalized on (B)(6) 2015 due to the low blood glucose. The customer was treated with dextrose at the hospital. The customer was advised to follow up with her healthcare provider to see if the settings on the insulin pump needed to be changed. The customer did not return the product for analysis.